Event description:
The user received questionable high results for calcium on the integra 400 plus analyzer, serial number (B)(4), since (B)(6) 2010. The event involved 10 patient samples. Four patient samples gave discrepant results. Patient sample 1, the initial calcium result gave 10.8 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 9.2 mg/dl. The repeat calcium result of 9.2 mg/dl was sent as a correction. Patient sample 2, the initial calcium result gave 11.3 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 8.8 mg/dl. The repeat calcium result of 8.8 mg/dl was sent as a correction. Patient sample 3, the initial calcium result gave 11.6 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 8.9 mg/dl. The repeat calcium result of 8.9 mg/dl was sent as a correction. Patient sample 4, on (B)(6) 2010 the initial calcium result gave 8.6 mg/dl. The sample was repeated yielding a calcium result of 9.8 mg/dl. The initial result was not reported outside the laboratory. The repeat calcium result of 9.8 mg/dl was reported outside the laboratory. The user said no patients were affected or treated due to the event. The field service representative did not find a cause. Performance test were run and passed.

Event description:
The customer called for help with her contour ts meter. While troubleshooting, it was discovered the customer's meter display was missing segments. The customer had not been aware of the missing segments, but no adverse events were alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.